Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additionally, customers blood glucose (bg) level displayed "high". The customer performed a supply change and administered a correction bolus via the pump to resolve bg. Customer continued using current pump for insulin therapy.